Event description:
More fluid in the knee [injection site joint effusion] ([condition aggravated]) aspirated and pulled fluid from the right knee [arthrocentesis] more swelling (right knee) [injection site joint swelling] ([condition aggravated]) more pain(right knee) [injection site joint pain] ([condition aggravated]). Case narrative: initial information received from united states on 26-jan-2023 regarding an unsolicited valid serious case received from a nurse. This case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (consumer 2 right knee, 1 st injection) (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster). This case involves a 72-year-old male patient who had more fluid in the knee, aspirated and pulled fluid from the right knee, more pain, more swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received second hylan g-f 20, sodium hyaluronate (synvisc) injection in his right knee strength- 16 mg/2 ml (dose, frequency, route: unknown) (lot number- crsp012za, expiry date- 30-jun-2025) for osteoarthritis. Reportedly, the patient came back for the second injection with more pain, more swelling, (injection site joint pain; symptom of condition aggravated) (injection site joint swelling; symptom of condition aggravated) and more fluid in the knee (injection site joint effusion, condition aggravated; seriousness criteria: medically significant) (onset: (B)(6) 2023, latency: unknown). The patient came back into the clinic on (B)(6) 2023 to rule out septic joint. The clinic aspirated and pulled fluid from the right knee (aspiration joint) (medically significant)(latency: 5 days). The fluid was sent off for culture and they were still awaiting results. The patient was due for third injection on (B)(6) 2023. The nurse reported that this clinic had performed many synvisc injections and wanted to report this occurrence with the lot. Action taken: unknown for all events. Corrective treatment: fluid was taken out for the event injection site joint effusion and not reported other events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on 26-jan-2023 for synvisc (batch number: crsp012za and expiration date: 30-jun-2025) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: based on the complaint from intake team, there is no quality related defect that would pose as a product malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (B)(6) 2023. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in process issues noted for plungers during the process. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: this was the 7th complaint for (B)(4). There are a total of 13 complaints for mother lot crsp012z and sub-batches. (B)(4) secondary packaging missing unit (B)(4) device leakage nos (B)(4) hurting injection site / injection site inflammation (B)(4) hurting injection site / injection site inflammation (B)(4) hurting injection site / injection site inflammation (B)(4) hurting injection site / injection site inflammation (B)(4) hurting injection site / injection site inflammation (B)(4) hurting injection site / injection site inflammation (B)(4) hurting injection site / injection site inflammation (B)(4) hurting injection site / injection site inflammation (B)(4) hurting injection site / injection site inflammation (B)(4) hurting injection site / injection site inflammation (B)(4) syringe tip broken. Based on investigation, no CAPA required. Based on the complaint from intake team, there was no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA was required. The final investigation was completed on 06-mar-2023 with summarized conclusion as no assessment possible. Additional information was received on 26-jan-2023 from quality department: strength along with ptc number was added; expiry date updated; text amended accordingly. Additional information was received on 06-mar-2023 from the quality department. Ptc details was added.

Manufacturer narrative:
Sanofi company comment dated 02-feb-2023: this case involves a 72-year-old male patient who had more fluid in the knee, aspirated and pulled fluid from the right knee, more pain, more swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique, investigation results for the used batch of product, lab data results and other risk factors would aid in better case assessment. Patient's underlying condition of osteoarthritis and advancing age could be considered as potential confounding factors as well.

Event description:
More fluid in the knee [injection site joint effusion] ([condition aggravated]) aspirated and pulled fluid from the right knee [arthrocentesis] more swelling (right knee) [injection site joint swelling] ([condition aggravated]) more pain(right knee) [injection site joint pain] ([condition aggravated]). Case narrative: initial information received from united states on 26-jan-2023 regarding an unsolicited valid serious case received from a nurse. This case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (consumer 2 right knee, 1 st injection) (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster). This case involves a 72-year-old male patient who had more fluid in the knee, aspirated and pulled fluid from the right knee, more pain, more swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received second hylan g-f 20, sodium hyaluronate (synvisc) injection in his right knee strength- 16 mg/2 ml (dose, frequency, route: unknown) (lot number- crsp012za, expiry date- 30-jun-2025) for osteoarthritis. Reportedly, the patient came back for the second injection with more pain, more swelling, (injection site joint pain; symptom of condition aggravated) (injection site joint swelling; symptom of condition aggravated) and more fluid in the knee (injection site joint effusion, condition aggravated; seriousness criteria: medically significant) (onset: (B)(6) 2023, latency: unknown). The patient came back into the clinic on (B)(6) 2023 to rule out septic joint. The clinic aspirated and pulled fluid from the right knee (aspiration joint) (medically significant)(latency: 5 days). The fluid was sent off for culture and they were still awaiting results. The patient was due for third injection on (B)(6) 2023. The nurse reported that this clinic had performed many synvisc injections and wanted to report this occurrence with the lot. Action taken: unknown for all events. Corrective treatment: fluid was taken out for the event injection site joint effusion and not reported other events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on 26-jan-2023 for synvisc (batch number: crsp012za and expiration date: 30-jun-2025) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc was set in process. Additional information was received on 26-jan-2023 from quality department: strength along with ptc number was added; expiry date updated; text amended accordingly.

Event description:
More fluid in the knee [injection site joint effusion] ([condition aggravated]); aspirated and pulled fluid from the right knee [arthrocentesis]; more swelling (right knee) [injection site joint swelling] ([condition aggravated]); more pain(right knee) [injection site joint pain] ([condition aggravated]). Case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (consumer 2 right knee, 1 st injection) (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster), (B)(4) (cluster). Initial information received on (B)(6) 2023 from united states regarding an unsolicited valid serious case received from the nurse. This case involves a 72 years old male patient who had more fluid in the knee, aspirated and pulled fluid from the right knee, more pain, more swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received second hylan g-f 20, sodium hyaluronate (synvisc) injection in his right knee (dose, frequency, strength, route: unknown) (lot - crsp012za, june 2025) for osteoarthritis. Reportedly, the patient came back for the second injection with more pain, more swelling, (injection site joint pain; symptom of condition aggravated) (injection site joint swelling; symptom of condition aggravated) and more fluid in the knee (injection site joint effusion, condition aggravated; seriousness criteria: medically significant) (onset: (B)(6) 2023, latency: unknown). The patient came back into the clinic on (B)(6) 2023 to rule out septic joint. The clinic aspirated and pulled fluid from the right knee (aspiration joint) (medically significant)(latency: 5 days). The fluid was sent off for culture and they were still awaiting results. The patient was due for third injection on (B)(6) 2023. The nurse reported that this clinic had performed many synvisc injections and wanted to report this occurrence with the lot. Action taken: unknown for all the events. Corrective treatment: fluid was taken out for the event injection site joint effusion and not reported. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 02-feb-2023: this case involves a 72 years old male patient who had more fluid in the knee, aspirated and pulled fluid from the right knee, more pain, more swelling (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique, investigation results for the used batch of product, lab data results and other risk factors would aid in better case assessment. Patient's underlying condition of osteoarthritis and advancing age could be considered as potential confounding factors as well.